Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the display assembly then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full event site name in is (B)(6). The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during a service call it was observed by the getinge field service engineer (fse), that the cardiosave intra-aortic balloon pump (iabp) had horizontal lines on the screen. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), e1(site country), g3, g6, h2, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue the fse replaced the display assembly and power management board then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. The top display assembly was observed per the cardiosave service manual with no visual damage. The national repair center installed the top display assembly into the cardiosave test fixture and tested the display assembly to factory specifications per procedure number 0002-07-d016 revision c and the cardiosave service manual. Display presented horizontal lines on display. Part not able to be tested by supplier. Investigation completed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.